Manufacturer narrative:
Journal of clinical medicine 2024, 13, 5843. Doi: https://doi.org/10.3390/jcm13195843 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B2. Other - pulmonary edema b3. Please note that this date is based off of the date of acceptance b5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D4, g4: product identifiers are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparative study between single-level oblique lumbar interbody fusion with transforaminal lumbar interbody fusion for lumbar adjacent segment disease .the following medtronic device was used: 6 lordotic polyetheretherketone (peek) cage (clydesdale spinal system). List adverse events or complications: - there were 5 cases of cage subsidence postoperative ileus: 3 cases  - subsided with supportive care postoperative leg pain: 1 case  - resolved completely at 1 month post-operation postoperative pulmonary edema: 1 case  - improved with medical treatment asd progression: 1 patient - reoperation due to adjacent segment disease (asd) progression next to the index level residual l4-5 lateral recess stenosis: 1 patient - reoperation due to persistent radiculopathy and residual stenosis, requiring an l4-5 open laminectomy.